Event description:
Mt was aspirating blood on patient when the machine sprayed out blood on mt and floor. Employee had jacket, gloves and glasses ondevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: manufacturer. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.